Event description:
Physician treated first lesion with a stent and embolic protection system with no issues. The physician wanted to treat a second lesion and a second balloon inflation syringe was opened. The physician was unable to attach the syringe to the wire and upon inspection the syringe appeared to be defective. A third syringe was opened and it attached to the wire and balloon occlusion was successful. After the stent was placed, the physician attempted to attach the flush catheter. However he had some difficulty which may have been due to the fact that it was previously used to treat the first lesion. During this time, the balloon moved and occlusion was lost (loss of column of contrast). The pt experienced no relfow which the physician thought may be due to the loss of occlusion. The physician decided to use a quickcat to remove any debris that may hae embolized. The pt was placed on reopro and was discharged two days later with no additional sequelae.